Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the initial hip arthroplasty procedure occurred on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2004 due to an unknown reason. The modular head was removed and replaced with a biomet head. Further, patient was again revised on (B)(6) 2005 due to infection. All biomet product was removed and replaced with competitor product. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same person (reference 1825034-2012-02230/ 02233). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.